Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "serious injury including pain and nerve injuries."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes,¿ foraminotomies were then performed to decompress the nerve roots and expose the pedicles from l3 through s1. The epidural veins were coagulated to gain access to the disks from l3-l4 through ls-s1, and an 11 blade was used to perform an annulotomy bilaterally from l3 to s1, and disk was removed using a combination of curettes and pituitary disk rongeurs. The paddle shavers were also used to remove the cartilaginous end plate. After adequate decompression of the nerve roots and the disk space from l3 to s1, 10 x 26 peek prosthetics were packed with bmp and inserted bilaterally from l3-l4 through l5-s1, and local bone was placed in the midline of the disk space.¿ the patient tolerated the procedure well without any intraoperative complications.